Event description:
Same case as MDR ID #: 2134265-2013-06565, 2134265-2013-06566. It was reported that during a percutaneous coronary intervention (pci), automatic pullback failure occurred. The opticross imaging catheter was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The 90% stenosed target lesion was located in an unspecified vessel which is mildly tortuous and mildly calcified. During the procedure, automatic pullback failed. The catheter was reconnected to the mdu but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).